Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -12.0/+2.0/091 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020 as a replacement lens - see MFR. Report 2023826-2020-00411 for initial lens. The lens was reported as having low vaulting and remained implanted. The cause of the event was unknown.